Event description:
The ge oec 9800 fluoroscopy sys had image loss when rotated from ap to lateral position. Intermittent video display.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the hv cables to restore function.the sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.